Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture, high and undefined pacing impedance and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.